Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I free t4 results for one patient. The following data was provided: normal range: 9 to 19.3 pmol/l. Sid (B)(6) initial result = 24.5 pmol/l. Repeat results = 13.3 pmol/l and 20.9 pmol/l. Other test results provided: tsh = 5.5903 miu/l; free t3 = 2.11 pmol/l. Update: on (B)(6) 2024, the customer provided clarification on the alinity I free t4 results. The customer suspected the alinity I free t4 result of 13.3 pmol/l was falsely decreased. The assay was recalibrated and the result of 20.9 pmol/l was obtained post recalibration. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I free t4 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 59141ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Additionally, an in-house testing of retained reagent kit of the complaint lot was performed. All specifications were met indicating that the product is performing as expected. Per product labeling, to ensure consistency in results, recentrifuge specimens prior to testing if they contain fibrin, red blood cells, or other particulate matter. Reagent handling and storage instructions are provided in the package insert, including precautions to minimize the risk of contamination and the potential to compromise reagent performance. Additionally, results should be used in conjunction with other data, e.g., symptoms, results of other thyroid tests, clinical impressions, etc. If the free t4 results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 59141ud00.

Event description:
The customer observed imprecise alinity I free t4 results for one patient. The following data was provided: normal range: 9 to 19.3 pmol/l. Sid (B)(6) initial result = 24.5 pmol/l. Repeat results = 13.3 pmol/l and 20.9 pmol/l. Other test results provided: tsh = 5.5903 miu/l; free t3 = 2.11 pmol/l. Update: on (B)(6) 2024, the customer provided clarification on the alinity I free t4 results. The customer suspected the alinity I free t4 result of 13.3 pmol/l was falsely decreased. The assay was recalibrated and the result of 20.9 pmol/l was obtained post recalibration. There was no impact to patient management reported.